Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The customer reported issue was able to be confirmed through operation test. Visual and functional testing was performed. The reported issue was resolved by replacement of the motor rotation detection sensor. Review of event history log was able to confirm the related to the customer¿s reported issue of error 41622. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The cause of the reported issue was user handling.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error code 41622 during patient use at the facility. There was patient involvement and no patient harm reported.